Manufacturer narrative:
All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. The service history record was reviewed and indicated that this is the first time that this unit has been returned for service. The returned device was inspected, and an analysis was performed; upon evaluation, the reported condition is confirmed; however, it was not possible to determine the relationship between the returned device and the cause for this event, as the power cord has been burnt. This is a very old unit, and it was manufactured in the year of 2011. The suspected power cord becomes old and worn over time, end wire begins to break loose caused burnt when connected to the source. Therefore, it cannot be confirmed to be manufacturing-related. At this time, a corrective and preventive action is not deemed necessary. If additional information is received, this file will be re-opened for further investigation.

Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation.  If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted.  As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product.

Event description:
The customer reported that sparks were seen from the power cord when the device was running and burning smell was detected. After removing from the power point, a visible burnt spot was discovered on the power cord.